Manufacturer narrative:
The pump and introducer have been returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a impella cp pump being delivered to support a patient admitted in acute myocardial infarction/cardiogenic shock. The patient's anatomy prompted a 14 french sheath to be delivered at a 90 degree angle. The angulation caused the sheath to kink and the pump failed to be delivered and the team observed the inlet and pigtail to become uncoiled and remain in the sheath. The entire system was removed. The pump was removed and a portion remained in the sheath. The long sheath was instead placed with a new pump. There was no patient harm.

Manufacturer narrative:
The investigation of product damage (detached inflow/outflow - peripheral vessel) and introducer damage ¿ mechanical has been completed. The product was returned for investigation. A data log review was not required for this case. The returned pump inlet cage was separated from the cannula, hanging on unwind nitinol coil inside the introducer, where a kink was reported. No further investigation was required. As per the given clinical information, due to the patient's anatomy, the doctor had to access at nearly a 90-degree angle, causing a kink in the impella peel-away sheath, which prevented the catheter from advancing. When removing the impella, the inlet and pigtail uncoiled and remained in the sheath, while the motor and cannula were removed. The sheath was taken out with the inlet and pigtail still inside. The cause of the product damage (detached inflow cage) issue was use related to applied excessive force, based on returned product investigation. The cause of the introducer damage issue was use related to steep angle of insertion due to patient anatomy.